Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer powers up normal and interrogates with a known good rf (radio frequency) head. Programmer passed all functional tests. System fan is noisy. Tabs broken off of the power cord door. (B)(4) intermittent telemetry with rf head. Rf head cable out of electrical specification.

Event description:
It was reported the programmer will not boot up to the main screen. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.